Manufacturer narrative:
Date rec'd by MFR: 13dec2019. Date of report: 16dec2019. The manufacturer¿s field service engineer (fse) confirmed the reported blower not running issue. The manufacturer¿s field service engineer (fse) said they got someone to fixed it already. No onsite service required. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. No parts returned to failure investigation; therefore, the root cause of the reported issue could not be determined. If parts are returned, the complaint will be reopened and an investigation will be performed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 15nov2019.

Event description:
The customer reported blow motor is not turning on. There was no patient involvement.